Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm during manual prime. Blood glucose value was 300 mg/dl; treated with manual injection. Customer was advised to disconnect at quick release and perform manual prime; insulin did exit and device alarmed no delivery. Customer was advised to rewind the insulin pump, reinsert reservoir run manual prime; insulin did exit the tubing. Nothing further reported.